Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test. No unexpected insulin flow blocked alarm. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump failed displacement test and customer was alleging for possible under delivery anomaly. The user alleged the insulin pump was under delivering insulin as they were experiencing high blood glucose since insulin pump replacement. The blood glucose level at the time of incident was 16 mmol/l. The customer¿s current blood glucose was 10.9 mmol/l. The customer stated that the insulin pump displacement test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.